Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the curved tube was crushed causing buckling and deformation of the channel due to physical stress or handling. In addition, the bending wire was broken due to the bending manipulation and insertion tube defects. It was also observed that the peeling on the light guide coil was likely due to deterioration caused by chemical stress during cleaning sterilization and disinfection (cds). Also, it was observed that the light guide bundle is broken due to physical stress and or handling. Peeling of the indicator on the base of the light guide mounting part was also observed. Lastly, scratches were found on the following unit parts: eyepiece of the scope, operation unit cover, the grip, angle lever, up and down plate, and on the fixed ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, a dent in the curved part of the distal tip on the tracheal intubation fiberscope. During inspection, peeling on the light guide coil (1mm2 or more) was also observed. There was no patient/user harm or injury reported due to the event. This MDR is being submitted to capture the reportable malfunction found during the inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility receive instruction/reinstruction on how to handle the device including a usage environment. Olympus will continue to monitor field performance for this device.